Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and feature test of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and it was recognized; however, error 106 appeared on the system. Failure analysis revealed an open circuit in the tip area. The tip dissection revealed insufficient application of the adhesive application on the anchor tip. Error 106 could be related to the sensor error reported. A manufacturing record evaluation was performed for the finished device lot number 31465230l, and no internal action was found during the review. The customer-reported sensor issue was confirmed, with the adhesive application contributing to the failure. The root cause of the force issue was attributed to the manufacturing process, while the cause of the pebax hole could be related to unintentional use; however, this cannot be conclusively determined. The pebax issue is unrelated to the reported event. The carto® 3 system instructions for use (IFU) contain the following information: always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. This product issue will be addressed through johnson & johnson medtech quality system. Internal actions were implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was a sensor error, the details of which have not been provided. The device was replaced with a like device. The procedure was completed. No patient consequences were reported.